Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided, the CT showed tortuosity and calcification within the patients aorta. The complaint for frame damage was unable to be confirmed due to no imagery/returned device were provided for evaluation. A review of the IFU/training materials revealed no deficiencies. Per training manual, ''do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again.'' In this case, the valve could not be retrieved through the sheath. Excessive manipulation was likely applied, during which the crimped valve may have interacted with the sheath. This interaction likely resulted in damage to the valve. As such, available information suggests that procedural factors (attempted withdraw of crimped valve though sheath, excessive manipulation) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our japan affiliate during a transfemoral transcatheter aortic valve replacement (tavr) with a 26 mm sapien 3 ultra resila (s3ur) valve difficulty was encountered when advancing and retracting the 26 mm commander delivery system (ds). When the 14f esheath+ was inserted, the tip of the sheath interfered with calcification just proximal to the tortuous segment, and the sheath could only be advanced to the mid-portion of the tortuous segment. It was thought that passage might be possible using a high stiffness wire and the ds, the ds was advanced however it could not pass through the tortuous segment. After more than five minutes had elapsed, a decision was made to withdraw the devices and to attempt the transfemoral approach again. However, when attempting to retract the delivery system into the sheath retraction was not possible. After discussion by the heart team a snare wire was inserted via the left radial artery and the high stiffness wire was captured in the ascending aorta. While pulling up the wire the ds was successfully advanced to the descending aorta. However, fluoroscopy confirmed bending of the s3ur valve stent when attempting to retract it into the sheath. Following additional heart team discussion, a 26 mm s3ur valve was deployed with 25 cc in the distal descending aorta beyond the trifurcation where the vessel diameter was approximately 24 mm. Aortography confirmed good apposition and the absence of vascular dissection. Subsequently a second kit was opened, and a 26 mm valve was deployed according to the standard procedure. After deployment the access vessels were reviewed, and no vascular injury was identified at any site. After recovery from anesthesia no neurological symptoms were observed and the procedure was completed. The patient's final condition was reported as stable. The perceived root cause of this event was reported as severe tortuosity and calcification of the abdominal aorta.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections b5, g6, h2, h6: impact code and clinical code, and h10 have been updated.

Event description:
Additional information was received, on the same day severe conduction disturbance was observed, and a permanent pacemaker was implanted.